Event description:
Diagnosed with breast cancer (B)(6) 2013. Bilateral mastectomy skin sparing reconstructive surgery using mentor breast expanders & alloderm mesh in (B)(6) 2013. Developed seroma in right breast (B)(6) 2013, aspirated 2 gallons of fluid in (B)(6) 2014, removed right expander (B)(6) 2014. Left expander ruptured/deflated in (B)(6) 2015. This expander was never supposed to be inside of me for 6 months. As of today, it has been in me for 6 years. No insurance, no income in a non-expansion state for medicaid. All treatment was at (B)(6) in (B)(6) under the indigent care program. Denied ss disability in 2014 & 2015. Last seen by oncology in 2016. (B)(6) hospital denied liability for missed diagnosis in 2011 & refuses to provide assistance for relief under (B)(6). Would not transfer my case to (B)(6) because I am not a resident of (B)(6) county to receive indigent care. FDA safety report ID # (B)(4).